Event description:
The customer reported that during demand mode pacing, users got a message that the pads weren't connected.

Manufacturer narrative:
The customer reported that during demand mode pacing, users got a message that the pads weren't connected. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.